Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2015-product analysis:the device was returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. Two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing verified a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage-battery compartment with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.